Event description:
It was reported that the stapler was used during an unknown procedure. The device did not staple. The case was completed by hand suturing. There was no further consequence to the pt.